Event description:
No further event information available at the time of this report.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. Reported event was unable to be confirmed. Device history record (DHR) review was unable to be performed as the item and lot number of the device involved in the event is unknown. Root cause could not be determined as the necessary information to adequately investigate the reported event was not provided. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. The following sections were updated/corrected updated: b1; b5; b6; b7; d1; d2; d4; d11; g4; g5; h2; h3; h6 d11: 00801803202- femoral head sterile product do not resterilize 12/14 taper- 61288334 00784801300- modular neck p 12/14 neck taper use with +0 heads only- 60948451 00620004822- shell porous with cluster holes 48 mm o.d.- 61237814 00631004832- liner 10 degree elevated rim 32 mm i.d. For use with 48 mm o.d. Shell- 61276771 00625006535- bone scr 6.5x35 self-tap- 61238593 00625006535- bone scr 6.5x35 self-tap-61265367 customer has indicated that the product will not be returned to zimmer biomet for investigation, product location unknown. The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted.

Event description:
It was reported patient underwent a revision surgery approximately 6 years post implantation due to elevated metal ions, pseudotumor, necrosis, and severe abductor damage. The stem, head, and neck were replaced without complication. All other components remained intact. Attempts have been made and additional information on the reported event is unavailable at this time.

Event description:
No additional information on the reported event.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. Reported event was confirmed via medical records reviewed by a health care professional. Review of the device history record for the stem identified no deviations or anomalies during manufacturing related to the reported event. The reported products were reviewed for compatibility with no issues noted. Additional information provided does not change the root cause of the previous investigation. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. The following sections were {update/corrected}. Updated: d9; g3; h2; h3; h4; h6. Proposed component code: mechanical (g04)- stem. Visual examination of the returned product identified dark debris and a circumferential groove pattern is seen on surface of the conical taper of the head. The modular neck and stem are locked together. Damage and bio-debris are seen in the plasma spray. Review of the device history record for the stem identified no deviations or anomalies during manufacturing related to the reported event. Medical records were provided and reviewed by a health care professional. The patient underwent an initial ltha due to osteoarthritis. The patient was revised due to elevated metal ions, pseudotumor, necrosis, and severe abductor damage. Labs taken identified elevated levels of chromium and cobalt. Operative report identifies a large amount of necrotic muscle, and the greater trochanter was completely denuded of the gluteus medius and minimus insertion and there was necrotic bone present. A definitive root cause cannot be determined for all reported issues besides the cold weld of the neck and stem. No problem was found with the devices relating to the cold welding, as per the kinectiv memo below, the modular neck and stem junction are designed for longevity and the well-connected neck is a desired aspect of the product. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
No further information at the time of this report.

Manufacturer narrative:
(B)(4). Concomitant medical devices: unknown-unknown versys head-unknown. Multiple MDR reports were filed for this event, please see associated reports: 0001822565 - 2020 - 04042. Customer has indicated that the product will not be returned to zimmer biomet for investigation, product location unknown. The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted. Product location unknown.

Event description:
It was reported patient underwent a left hip revision approximately 6 years post implantation for unknown reasons. Attempts have been made and additional information on the reported event is unavailable at this time.